Event description:
This is being reported due to the clip opening while establishing final arm angle (efaa). It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4. The nt clip failed establishment of final arm angle (efaa). The clip was closed to less than 20 degrees, but continuously opened to 180 degrees. Troubleshooting was attempted but was unsuccessful. The clip was able to be removed without issue and a replacement was used to complete the procedure, reducing the mr to grade 1. There were no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the field safety notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
All available information was investigated and the reported clip open during establishing final arm angle (efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).